Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was having recurrent headaches, and the valve was spontaneously changing the opening pressure. It was stated the valve demonstrated in 3 opportunities switching settings. The cause was noted as a technical issue with the valve. The patient was re-operated on and changed to a new valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing symptoms following the implant of the valve. No further information was reported.